Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. The fa was started by verifying errors in lighthouse and could not confirm errors in the logs. Fa performed visual inspection for any physical damage and found no issues. The usm was installed on an inhouse known good equipment, fixture or tool (eft) patient side cart (psc) and programmed to customer's latest software. The system was powered on in normal mode, and it powered up without errors or problems. The fa installed the instrument, and test drove system and found no errors. The fa removed the instrument, power cycled the system and re installed instruments several times and no errors or problems were observed. During test drive could not verify any problems with non-intuitive motion at this time. Force feedback and non-feedback instruments was used for testing. The reported event was not confirmed as failure analysis cannot confirm any errors and the issue could possibly be intermittent problem. The failure analysis could not reproduce the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was further evaluated for the advanced failure analysis. The advanced failure analysis could not replicate the issue. From this finding, failure analysis could not determine the root cause of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. Isi did received the usm involved with this complaint. However, failure analysis has not completed their investigation as of the date of this report.

Event description:
It was reported that during inguinal hernia ¿ unilateral da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that they had a non-recoverable fault during the case. The csr stated that the issue was with arm 1 and they tried to recover the fault but it kept coming back and they power cycle and still had the fault. They were finally able to get it to clear with hitting the restart function on the touchpad. But the surgeon stated that arm 1 is very sensitive to pressure when being used with a non-force feedback instrument. The csr also stated that arm had some non intuitive motion. They were able to finish the case but had to manually assist arm 1 to get it to finish the case. The csr stated one of the faults was a 41070. The procedure was completed with no reported injury.